Event description:
It was reported the pt has not charged the ipg in several months and is unable to establish communication using the programmer (comm error 2501). The pt currently does not have stimulation. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable for form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.